Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to possible infection. An irrigation and debridement was performed with an exchange of a 4x9 ps insert for another 4x9 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.